Event description:
A low readings issue was reported with the freestyle libre sensor. Customer's caregiver reported the customer received low sensor scan results compared to readings obtained on the built-in reader and experienced a loss of consciousness. Customer had contact with an hcp and was treated with insulin (dose/type unspecified) for a reported diagnosis of hypoglycemia. It should be noted the reported treatment is inconsistent with the reported diagnosis. Readings of 2.9 mmol and 19.2 mmol/l were compared and when plotted on the parke error grid, fell into the 'd' zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer's caregiver reported the customer received low sensor scan results compared to readings obtained on the built-in reader and experienced a loss of consciousness. Customer had contact with an hcp and was treated with insulin (dose/type unspecified) for a reported diagnosis of hypoglycemia. It should be noted the reported treatment is inconsistent with the reported diagnosis. Readings of 2.9 mmol and 19.2 mmol/l were compared and when plotted on the parke error grid, fell into the 'd' zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.